Event description:
Customer reports that the catheter balloon became baggy after deflating. The pt's urethra was reportedly "damaged".

Manufacturer narrative:
The balloon was completely functional; the slight ridge noted over the balloon area was measured and found to be within specification. The ridge on the balloon is a natural condition due to the inherent physical properties of the balloon material. No corrective action is necessary. Please note that this report may be based .